Event description:
Complainant alleged that while attempting to treat a (B)(6)-year old male pt, the device prompted, a "unit failed" message. Complainant indicated that the clinician obtained, another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product for eval; this complaint is still under investigation.

Manufacturer narrative:
The device was not returned for evaluation, however, the customer supplied the data file and the event battery. A review of the data file observed the customer's malfunction, however, root cause cannot be determined from the review of the data file. The battery was tested and determined to be significantly depleted, not consistent with the report. Without evaluation of the device, the investigation was closed as inconclusive.